Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted into the lead. The lead was not used and a replacement lead was implanted with no issue. No patient complications have been reported as a result of this event.